Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the electrode was missing at the sensor. Customer's blood glucose level was 8.2 mmol/l. Customer also states that he had inserted a sensor and when the transmitter was connected to the sensor it didn't flash green. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random partial opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump, connected the sensor to the transmitter and placed it in 100 buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Second opened and used sensor performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Missing two insertion needles.